Manufacturer narrative:
(B)(4).

Event description:
It was reported that during check prior to discharge, upon interrogation it was noted that the left ventricular lead dislodged. No additional information was available.